Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and visited emergency room due to high blood glucose (B)(6) 2020 with unknown blood glucose. The drive support cap was normal-slightly indented. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer also experiencing low blood glucose. The customer considering 120 mg/dl as being low. The customer was treated high blood glucose with intravenous drip and manual injection. The insulin exit at the quick release. The insulin pump will be returned for analysis.